Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during a knee procedure, the pins had sheared off of the universal oscillating saw attachment and the device was not working after 15 minutes of use. It was reported that the procedure was completed with another device. It was also reported that the oscillating saw attachment had been used between two and ten times prior to the reported event. There was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.